Manufacturer narrative:
The insulin pump was received with unresponsive up buttons due to corroded keypad traces. The insulin pump was unable to perform any test or verify blood glucose meter communication due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother also reported that the up arrow was unresponsive. The customer's blood glucose was 440 mg/dl at the time of incident. The customer's mother stated that her daughter's treated her high blood glucose with glucagon shot. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.